Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the catheter was implanted at x-ray dept for this patient to receive chemo drugs. However, patient suffered from some infection after a period of time and was warded in the liver unit at (B) (6) hospital. While patient was at the liver unit, anti-biotic was given through this line and also blood sample was taken from the line to check if there is any infection from the line. The line was found to be blocked after 1 or 2 infusion and the staff nurse/sr tried to unblock the line using syringe. While doing so, sr found that fluid was leaking out from the hole in one of the extension legs. Line was taken out and patient was given antibiotic via a cannula. Line has been in patient for about a month.